Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred on (B)(6) 2016. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on 06/30/2016 and confirmed the reported loss of connection.